Event description:
It was reported that device impedances were in range right after surgery, but during the first programming session (B)(6) 2021, the impedances on the right lead were out of range. Every follow up programming visit showed worsening of impedances. The patient was not getting good response to stimulation and symptoms were not improving. No falls were reported and it was noted the patient seemed to comply with instructions. Neurologists tried programming around the out of range configurations but with no success. The patient underwent right extension replacement on (B)(6) 2022. The right extension that was removed was visibly different and did not look the same. Visibly the wire connecting into the stimulator looked brownish on appearance as of liquid/blood may have entered it. During the removal of the damaged extension, the extension broke in half. The replacement resulted in patient impedances to improve and they were all within range. The issue was resolved at this time

Manufacturer narrative:
Concomitant medical products: product ID: b3400060m, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: extension. Other relevant device(s) are: product ID: b3400060m, serial/lot #: (B)(4), ubd: 21-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: b3400060m, serial#: (B)(6), implanted: 2021 (B)(6), 2022 (B)(6), product type: extension. H3: analysis of the extension (B)(6) revealed that the conductors were broken on the extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID b3400060m lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2022. Product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.